Event description:
During installation of the device for a cardiopulmonary bypass procedure, the centrifugal drive motor power plug sheathing came loose from the connector. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.